Event description:
On (B)(6) 2013 b (left external iliac artery) - p (left popliteal artery) bypass surgery was performed with the advanta vxt slider, flair-end. After anastomosed, 6fr sheath was inserted into the implanted graft to perform percutaneous transluminal angioplasty (pta / for stent deployment). It was performed because of the stenosis of the central side (external iliac artery side). Bleeding was confirmed from the graft right after the completion of pta. The bleeding point was the puncture site at the sheath-inserted position. The physician found the damage of the graft especially focusing on the insertion position. He tried to repair the damaged position utilizing (5-0) prolene with continuous suture; however, hemostasis was not achieved, and therefore damaged portions were gathered with mattress suture. Hemostasis was achieved with manual compression and tachocomb. The repaired graft was still inside the body. The pt is stable now.

Manufacturer narrative:
Investigation: after reviewing the hospital details of the event it is strongly believed that the stent deployment procedure that occurred in the lumen of the graft is the main contributor to the tearing of the graft occurrence. The lot history of the graft was reviewed and the product was found to have met all specifications.